Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 11/19/2021. The patient experienced a reaction that consisted of redness, itching, and pimples at the sensor patch adhesive site. The reaction was systemic in that it extended beyond the patch perimeter. The patient's parent treated the affected area with a topical prescription cream (unspecified). At the time of the report, the patient was doing fine and now uses a skin barrier for the sensor. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.